Manufacturer narrative:
(B)(4). Additional: it was reported that the device had performance pull off - suture needle. It was received for analysis an opened foil with an empty folder, a detached needle and a suture of product code 914h. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. Marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole. The end of the suture was noted cut appear to be by use of a surgical instrument. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample. A manufacturing record evaluation was performed for the finished device mpm877 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used. During the procedure, the needle popped off the suture while suturing at the sewage. Case completed with another device of the same product code. There were no adverse patient consequences reported. No additional information was provided.